Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor found that a clip was broken during ligating. The device was changed and the procedure was completed. The patient's condition was reported as good.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned three clips from unit 544243 hemolok l clips 3/cart 42/box for investigation. One clip was returned loose and opened. Two clips were returned still in the cartridge. The clips were visually examined with and without magnification. Visual examination of the returned loose clip revealed that the clip had a boss missing that appears to have broken off. The two clips in the cartridge also have one boss missing on each that appear to have broken off. The clips appear used as biological material can be seen on the clips. The missing bosses were not returned. No other defects or anomalies were observed. A functional inspection was performed using the returned clips and a lab inventory compatible clip applier, 544181r. The two clips that were returned in the cartridge were manually loaded into the jaws of the applier and the applier handles were squeezed together. Both clips were able to properly close despite missing a boss. The IFU for this product, l06110, was reviewed as a other remarks: part of this complaint investigation. The IFU instructs the user, "re-processing of products intended for single use only may result in degraded performance or a loss of functionality. Re-use of single use only products may result in exposure to viral, bacterial, fungal, or prionic pathogens. Validated cleaning and sterilization methods and instructions for reprocessing to original specifications are not available for these products. This product is not designed to be cleaned, disinfected, or re-sterilized." A corrective action is not required at this time as it is unknown what caused the bosses to break off or when they broke off. The reported complaint of "clip broken during ligating" was confirmed based upon the sample received. The returned clips were received with one of the bosses broken off of all three clips. However, an attempt was still ma clip appliers. Both clips were able to properly load into the jaws of the applier and close. The clips appeared used as there was biological material present on the clips. It could not be determined when the bosses broke or what caused them to break. The missing bosses were not returned. The clip appliers used for this procedure were not returned and it is unknown what appliers were used and in what condition the appliers were in. The probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The doctor found that a clip was broken during ligating. The device was changed and the procedure was completed. The patient's condition was reported as good.